Event description:
An elderly male underwent massive rotator cuff repair, biceps tenotomy and tenodesis, subacromial decompression with acromioplasty, distal clavicle resection, and lysis of adhesions. During the procedure, the surgeon was using stryker serfas tool when he noticed that the tip had broken off in the patient's shoulder. The surgery continued and surgeon was able to retrieve the broken piece out of the patient's incision toward the end of the case. No harm was noted to the patient. However, it did prolong operating time somewhat. Manufacturer response for arthroscopy system, serfas energy 90-s 3.5mm (per site reporter): reported equipment failure. I will receive instructions to return product back to manufacturer.